Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was duplicated and attributed to a disconnected self test wire on the electrode pad. This type of failure only impacts self-test of the electrode with the defibrillator. It does not impact the ability of the electrodes to deliver therapy. Reports of this nature are typically not submitted as there would be no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.